Event description:
Ra lead thought to have too high impedance. Removed and replaced with different lead. Patient tolerated well. Through this a right atrial lead was placed in the right atrial appendage by extending the screw mechanism under fluoroscopy. Sensing values were obtained and impedance values initially obtained at 3 different locations were higher. This lead was a st. Jude lead which reduces far-field sensing. This lead was then removed and a new atrial lead was inserted through the same peel-away sheath and was placed in the right atrial appendage under fluoroscopy by extending screw mechanism.